Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and a spyglass ds controller that were used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii was used with a spyglass ds controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2021. During the procedure, the spyglass ds controller was not able to recognize the spyscope and did not switch over to video. The spyscope ds ii did not show an image. The controller was rebooted, and they tried different hook ups and connections; however, the problem was not resolved. The procedure was not completed due to this event. The physician brushed the stricture, placed a stent and said he would bring the patient back when spy is working again. There were no patient complications reported as a result of this event.